Event description:
The complaint is reported as: the top of the introducer port and the internal valve apparatus came off the line when the contamination shield was pulled off. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. The photo displayed a valve separated from the sheath assembly on a non-arrow catheter. A full visual inspection could not be performed as no sample was returned for analysis. The IFU provided with this kit warns the user , "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed , temporarily cover valve opening with sterile-gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve assembly. This will ensure that leakage does not occur, and inner seal is protected from contamination." The customer report of sheath valve separation was confirmed by visual examination of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided, and sales history was not available for this customer and product code. Without the device to evaluate, the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the top of the introducer port and the internal valve apparatus came off the line when the contamination shield was pulled off. No patient harm or injury reported. The patient's condition is reported as fine.